Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. It was found the insulin pump was not properly functional as a result. The mother stated a button error alarm occurred on the insulin pump and numbers were ramping up. It was also found the insulin pump was not saving any information and false button presses were present. The customer's blood glucose was unknown. The mother declined to return the insulin pump for analysis.